Event description:
The customer reported to baxter (B)(4) of a 250ml eva bag in which visible particles were noticed in the bag. There was no patient involvement, medical intervention, or injury reported. The particles were noticed during set-up. No additional information is available. This is report 9 of 10.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. Therefore, the reported condition could not be confirmed nor could an assignable cause be identified. A batch review was performed on the reported lot and no deviations were noted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.